Event description:
Per the clinic, it was reported the patient experienced loud sound, high impedence and 12 open circuit were noted. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 and reimplanted with another cochlear device during the same surgery under general anesthesia.